Manufacturer narrative:
(B)(4). The complaint rt266 infant dual heated evaqua2 breathing circuits are currently en-route to fph in (B)(4) for evaluation, to determine if they caused or contributed to the reported event. We will provide a follow-up report upon completion of our investigation.

Event description:
A medical center in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that some rt266 infant dual heated evaqua2 breathing circuits had a crack on the side of swivel. The event was discovered prior to patient use.

Manufacturer narrative:
(B)(4). Lot #: 2100088052, device manufacture date: 09/28/2016; lot #: 2100106363, device manufacture date: 11/17/2016; lot #: 2100118887, device manufacture date: 12/08/2016; lot #: 2100126268, device manufacture date: 12/21/2016. Manufacturer narrative: method: the complaint rt266 infant dual heated evaqua2 breathing circuits were returned to fph in (B)(6) for inspection. The returned devices were visually inspected and pressure tested for leaks. Results: visual inspection revealed that some swivel ports had white parting lines; however, no cracks were observed to any of the swivels. All pressure test results were also within specification. Conclusion: no fault was found to the returned breathing circuits. The reported fault was not observed during inspection. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuits would have met the required specifications at the time of production. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A medical center in california reported via a fisher & paykel healthcare (fph) field representative that some rt266 infant dual heated evaqua2 breathing circuits had a crack on the side of the swivel. The event was discovered prior to patient use.